Event description:
This spontaneous report was received on (B)(4) 2012 from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using (B)(4) toothbrush ultra white firm 1s for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After about one month, the device snapped while brushing the teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information received on (B)(4) 2012. The lot number of the device was updated from unspecified to 06811sg m2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on the quality investigation completed on (B)(4) 2012 a visual inspection confirmed that the claimed sample was broken at the basic handle. The tpe mold keeping the two parts were still fixed. The tufts were deformed. Overall the handle breakage was at the thinnest point of the handle. The testing requirements to pass all validation and product specifications is overbend test and head break test to solve medical complaints. During the overbend test no toothbrush was broken. The handle area of breakage is the area of clamping during execution of the overbend test. Therefore this part of the handle doesn't get load with bend force during the test. No manufacturing error has been detected. Changes to increase handle stability and avoid breakages during an ordinary using of the brush are under examination. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (reach total care plus whitening toothbrush). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(4) 2012 from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After about one month, the device snapped while brushing the teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information received on (B)(4) 2012. The lot number of the device was updated from unspecified to 06811sg m2. This report remains a reportable malfunction case in (B)(6).

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (reach total care plus whitening toothbrush). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After about one month, the device snapped while brushing the teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (reach total care plus whitening toothbrush). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the (B)(6). On an unspecified date, the consumer started using (B)(6) toothbrush ultra white firm 1s for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After about one month, the device snapped while brushing the teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (reach total care plus whitening toothbrush). This closes out this report unless additional follow up information is received.